Manufacturer narrative:
On (B)(6) 2019, device evaluation was completed. Device evaluation summary: the analysis results show that the device appeared intact. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/29/2019, mentor became aware that device code was inadvertently not updated to adverse event in the last submission since the device was intact upon removal. Device code has been updated on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation concomitant products:right side; 375cc mentor smooth round moderate plus profile; catalog number: 3502375, sn (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent revision breast augmentation with a 375cc mentor smooth round moderate plus profile and was presented with breast implant deflation on her left side confirmed upon physical exam with the physician on (B)(6) 2019. As a result, the device was explanted on (B)(6) 2019.

Manufacturer narrative:
On 10/24/2019; mentor became aware that the device was intact upon explantation and the patient underwent bilateral explantation and replacement with catalog number 3502375; serial number (B)(4) on the left side and with a mentor silicone gel, smooth round, high profile implant on the right side on (B)(6) 2019. Device was re-evaluated on 10/28/2019. Upon receipt by mentor, the gel contained in the device appeared clear. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a crease on the posterior aspect. No other anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/14/2019; the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).